Event description:
Approximately three years and nine months post implantation the patient was diagnosed with driveline infection at exit site wound. She was treated with surgical revision of driveline exit site (dlse) and oral antibiotics.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2013-00440 and 3007042319-2013-00441) submitted for a device related to the same patient. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. This is one of two reports (3007042319-2013-00440 and 3007042319-2013-00441) submitted for a device related to the same patient. Product remains implanted.